Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of death and symptomatic intracranial hemorrhage in association with solitaire thrombectomy. The purpose of this article was to compare the operational parameters and prognosis among three commonly used thrombectomy devices (pneumbra aspiration catheter, solitaire stent retriever, and trevo stent retriever). The authors reviewed 80 cases of patients treated for acute ischemic strokes treated with mechanical thrombectomy. These patients were divided into 3 groups, eighteen of which used the solitaire stent. Of the 18 patients, the average age was 65 years, 1 was female and 17 were male. The article does not state any technical issues during use of the solitaire. In addition, at 90 days 8 patients had a mrs score of 0-2, 9 patients had a mrs score of 0-3, and 5 patients had a mrs score of 6. The following intra- or post-procedural outcomes were noted: mrs score of 6 indicating death symptomatic intracranial hemorrhage.